Event description:
Procedure type: inguenal hernia repair. According to the reporter: the valve on the hassan port did not form a tight seal with the camera being inserted. As a result, the dissection balloon could not be inflated because are was leaking through. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).